Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer's blood glucose level was 457 mg/dl at the time. The customer also reported that he noticed his infusion set fell off when he woke up. The insulin pump will not be returned for analysis.